Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and ketoacidosis. The customer had regular breakfast and the blood glucose reading was over 500 mg/dl in four hours. The customer's blood glucose at the time of hospitalization was 596 mg/dl. The insulin pump passed the displacement test and self-test. The insulin pump will not be returned for analysis.